Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer contact reported philips healthcare regarding replacement of pca board with no pt involvement, no info is available if the pca board malfunctioned, however, the customer stated they will consider sending the device to philips for repair.